Event description:
It was reported that the patient called into the clinic after receiving a vibratory alert. Interrogation revealed long charge time or capacitor charge time limit reached. A capacitor maintenance was performed and the patient notifier was programmed back on. The patient was discharged. The patient was to continue being monitored and scheduled for routine follow up.